Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy in the hematology-oncology care area (etoposide infusion in a 250 ml bag, running at 562 cc/hr using taxol set 2c8858, where 50-100 ml of etoposide was remaining in the bag after the infusion). It was also reported there was no patient injury.